Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluation: product was received in a plastic bag. The plunger was in a fully advanced position and the pushrod was exposed out of the cartridge tip. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection under microscope revealed a small amount of lubricating material residue observed on the device. No lens was returned as it was implanted. The reported issues could not be verified. Based in the analysis of the sample return, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed one additional complaint has been received for this production order number, and the complaint met the criteria for no further investigation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) seemed stuck at first then rapidly slipped out of the cartridge nearly missing the insertion incision in the patient's right eye. The lens was able to be inserted. The patient has recovered. No additional information was provided.